Event description:
On (B)(6) 2011, the 21 mm sjm trifecta valve was implanted during an aortic valve replacement procedure. Per report, the patient was taking calcium supplements and the valve calcified with the cusps totally vitrified. On (B)(6) 2015, the valve was explanted and replaced with a small sutureless tissue valve from another manufacturer. The patient was reported to be stable postoperatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded all cusps contained nodular calcifications, which immobilized cusp 1, and markedly limited mobility of cusp 2 and 3. All cusps were fibrotically thickened. There was fibrous pannus ingrowth on the outflow surface of cusps 1 and 2, and on the inflow surface of cusp 1. Cusp 2 contained a tear in the free edge. Special stains were negative for organisms, and no inflammation was present. There was no evidence found to suggest the cause of the calcification, fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause calcification, fibrin, pannus, and tear formation remains unknown.

Manufacturer narrative:
(B)(4).